Event description:
It was reported that a foley catheter was indwelled for the patient on january 5. On january 18, urine leakage was found, and the doctor ordered to stop catheterization. While removing, the water in the balloon could not be drawn out with repeated attempt. Then part of the catheter was cut off, and tried several times to draw the water from the drainage hole, but it also failed. The user asked the urologist for emergency consultation. The extraction with the syringe failed again. The gastric tube and the guide wire of the central venous catheter were used to try to puncture the air bag, but all failed. Finally, the urinary catheter was punctured and removed under the guidance of ultrasound b. The urinary catheter was removed. The patient could urinate spontaneously without hematuria. As per description of event cause analysis stated long retention time, operation reasons, lubricants ,product quality problems could not be ruled out and that there was no specific retention time in the instruction manual.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a foley catheter was indwelled for the patient on january 5. On january 18, urine leakage was found, and the doctor ordered to stop catheterization. While removing, the water in the balloon could not be drawn out with repeated attempt. Then part of the catheter was cut off, and tried several times to draw the water from the drainage hole, but it also failed. The user asked the urologist for emergency consultation. The extraction with the syringe failed again. The gastric tube and the guide wire of the central venous catheter were used to try to puncture the air bag, but all failed. Finally, the urinary catheter was punctured and removed under the guidance of ultrasound b. The urinary catheter was removed. The patient could urinate spontaneously without hematuria. As per description of event cause analysis stated long retention time, operation reasons, lubricants ,product quality problems could not be ruled out and that there was no specific retention time in the instruction manual.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have latex allergy" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.